Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Introducer sheath and main coil were returned for this complaint. Delivery wire was returned, and no damages were noticed. The coil returned stuck in the introducer sheath. The introducer sheath was returned, and it was noticed damaged. The main coil was found kinked and severely stretched. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the main coil that could be measure were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, the no. Of distal and proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 24sep2021. It was noted that the coil could not be pushed from the protection sheath. The target lesion was located in the internal iliac artery. A 15mm x 40cm interlock-35 was selected for use. During the procedure, four coils were used altogether. After releasing the second coil, it could not be pushed from the protection sheath and still did not work after trying repeatedly. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached, and fiber bundles were lacking.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Introducer sheath and main coil were returned for this complaint. Delivery wire was not returned. The coil returned stuck in the introducer sheath. The introducer sheath was returned, and it was noticed damaged. The main coil was found kinked and severely stretched. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection of the main coil that could be measure were performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, the no. Of distal and proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was noted that the coil could not be pushed from the protection sheath. The target lesion was located in the internal iliac artery. A 15mm x 40cm interlock-35 was selected for use. During the procedure, four coils were used altogether. After releasing the second coil, it could not be pushed from the protection sheath and still did not work after trying repeatedly. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached, and fiber bundles were lacking.